Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l50968, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was reported that the pump battery was ¿not working¿; the pump was replaced. Additional information has been requested, but it was not available as of the date of this report.